Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was uncomfortable. The patient underwent an explant procedure of the ipg. No device malfunction was suspected. The patient was doing well postoperatively.